Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.

Manufacturer narrative:
When received the device depletion was determined to be premature. The cause of the premature battery depletion was consistent with li cluster formation. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.